Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded up and down buttons on the keypad trace. No unexpected numbers ramping scrolling and no button error alarm during our testing. The insulin pump has cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the numbers on the insulin pump scroll up with out any input from the customer. Customer's blood glucose level at the time 138mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced.